Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image. The customer stated that one hour after changing to a new reservoir, the pump indicated that the reservoir was empty. The customer reported a blood glucose value of 40 mg/dl. The customer experienced hypoglycemia. The event involved product(s) mmt-1886. Troubleshooting was not performed for the low blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the open book image, and it was explained that the pump performs safety checks, and an error was found. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The pump was received with a critical pump error (open book image) alarm. The pump was downloaded successfully, and no relevant alarms were noted in the download history review. Functional testing was not performed. The pump was cut open to perform a visual inspection, and moisture damage was found along the electronic assembly. The unit was separated from the electronic assembly due to moisture damage. The following were noted during visual inspection: pillowing keypad overlay, scratched case, and stained keypad overlay. In summary, the customer¿s allegation of critical pump error (open book image) was confirmed due to moisture damage along the electronic assembly. The customer¿s allegation of no reservoir alarm was marked as unknown. The unit was separated from the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.